Event description:
It was reported that the procedure was to treat the heavily calcified superficial femoral artery (sfa). Post atherectomy, the emboshield nav6 embolic protection system (eps) could not be fully captured within the retrieval catheter. Manual aspiration was performed to try and remove the contents within the filter basket so it could be collapsed within the catheter. However, the aspiration was not successful so a 7fr sheath which was already present in the anatomy was used to capture the partially collapsed filter and remove the devices together. The sheath together with the filter contents were removed but some calcium became stuck in the common femoral artery (cfa). A cut down was performed to remove the calcium and the patient is doing well. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, there is no indication that the reported retraction problem is related to a product quality issue with respect to the design, manufacture, or labeling of the device. In this case, based on the reported information, the difficulty retrieving the filter resulting in unexpected medical intervention and surgical intervention was likely due to excessive embolic load preventing the filter from being able to fully collapse into the retrieval catheter.